Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported; that the sensor had inaccurate readings that triggered threshold suspend alarm blood glucose was 145 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident customer stated they would calibrate and receive calibration not accepted and change sensor alert. Customer was assisted with troubleshooting. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The transmitter was tested and it was functioning properly. Customer was reminded that a non optimal insertion may impact sensor performance. The sensor will be returned for analysis